Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the communication error between the scope and device occurred due to a broken terminal inside the video connector socket caused by the scope used in the combination and occurred in the following order: -when inserting the scope connector into the video connector socket of otv-s190, the missing part of the scope connector tip was caught by the terminal inside the video connector socket of otv-s190. -the terminal inside the video connector socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. The following is stated in otv-s190 instruction manual "6.3 connection of an endoscope" and can prevent the event: "confirm that the video connector of the videoscope are not damaged".

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ bent pins and no image¿ was confirmed. A full inspection was performed on the unit and found the scope socket worn causing a poor connection with scopes and camera heads. Also, there were bent pins inside the unit¿s socket causing no image. Cosmetic wear was noted on the unit¿s top cover and front panel that does not affect functionality. The unit equipped with current software and a new type switch. The unit was received with the power cord that tested functional. The instruction manual provides the warning below to mitigate damage to the connecter. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Event description:
The service center was informed that during preparation for use, color bars were noted in the recorded images. The customer reported that the connection pins appeared to be bent inside the camera port. The display was observed to be black when the camera or processor were connected. The customer attempted to connect different cameras with the same result. There was no patient involvement reported.